Event description:
It was reported that there was corrosion after the first sterilization. No further information was provided. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Actual event date not known. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was returned for inspection and the event was confirmed. Our investigations have shown that the returned instrument conforms to our specifications. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. No product fault could be detected. Concerning the visible signs of corrosion it has to be pointed out that even the so-called stainless steel is only rust-resistant. The corrosion resistance is only ensured, when the products are stored at dry conditions. In addition all metallic contacts at humid or wet conditions may create electrolytic reactions resulting in contact corrosion. Conclusion ¿ the complaint is considered indeterminate from a manufacturing perspective. Based on these findings we conclude that the cause of failure is not due to any manufacturing non conformances and may be related to the cleaning and maintenance of the device. Rust free endurance is only possible if the material is always immediately dried and stored in a dry area. Therefore, the complaint condition is related to the improper storage of the device. In this regard it is noted to be aware of the general guidelines for reprocessing, care and maintenance.